Event description:
Dr injected rptr with 6 individual injections of liquid silicone into facial areas, i.e. Sides of nose, down to lips, including lip areas. On 11/14/91, dr also operated on rptr & placed silicone implants in cheeks around malar areas. Cheek implant on left side would consistently swell & or go down. Rptr has been on meds for about 1 yr due to infection from implant. Epstein barre/allergies to med, tic douloureux/recurring shingles, losing eyesight, fibromyalgia thoughout body, nerve disorders, copd & pulmonary fibrosis, mitral valve disorder.